Manufacturer narrative:
The patient was transferred to another facility without issue.

Event description:
An impella cp device was inserted into the right femoral artery in a 43-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), hemolysis was diagnosed by plasma free hemoglobin. It is unknown whether intervention was required. The patient continues on support. While on support, the device functioned at p-4 at 2.0l/min as intended with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to potential malposition of the device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d6b, date of explant, has been added.